Manufacturer narrative:
Updated g4 to include the PMA number. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer called to report a leak from their alinity m system. The customer reported a leak near the back right corner of their alinity m system. The customer stated that the device started leaking on (B)(6) 2023. The customer reported that there was clear liquid on the floor near the back right corner of the alinity m system about a foot in radius. The leak was reported to have left the footprint of the instrument. The customer reported that they used a dry sterilized pad to soak up the spill, and was able to do so with one pad on their own accord. It was reported that proper personal protective equipment (ppe) was worn when the customer encountered and cleaned the leak. The leak was cleaned by the time an abbott field service engineer (fse) arrived on site. Residual oil was found on the bottom of the drawer. The oil was determined to be alinity evaporation barrier oil (evb). Further inspection showed a leak in the reservoir of the evb. The evb reservoir was replaced, and the instrument is functioning per specifications. No injuries occurred as a result of the leak.